Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the issue. Customer not concerned of instance and requiring reboot. No further service performed. Advised to request service if issue recurs. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 6800 fluoroscopy system locked up and required a reboot to continue function.